Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient was hypotensive and experienced dizziness. The patient's blood pressure medication was adjusted to treat the hypotension. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.